Manufacturer narrative:
Product code (d2b) - additional product code qon. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI)# and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this implantable neurostimulator (ins) experienced a urinary tract infection (uti) following treatment for kidney stones. The patient turned off device stimulation during this period and exhibited symptoms of urinary frequency and vaginal spasms. The patient was prescribed antibiotics which resolved the uti. Stimulation was turned back on but the patient continues to experience urinary frequency and spasms for which they have been prescribed medications. No further patient complications have been reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this implantable neurostimulator (ins) experienced a urinary tract infection (uti) following treatment for kidney stones. The patient turned off device stimulation during this period and exhibited symptoms of urinary frequency and vaginal spasms. The patient was prescribed antibiotics which resolved the uti. Stimulation was turned back on but the patient continues to experience urinary frequency and spasms for which they have been prescribed medications. No further patient complications have been reported.